Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (DHR); no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383517 and lot number 2346960. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva needle did was difficult to disengage from the catheter. The following information was provided by the initial reporter: "snips from emails received regarding this item: (B)(6) (IV tech) pt this IV in a pt and the needle would not disengage from the hub. 3 people (including myself) could not pull it. It felt like it was jammed on. (B)(6), it happened again - but this time it eventually came off, but it was very difficult."

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva needle did was difficult to disengage from the catheter. The following information was provided by the initial reporter: "snips from emails received regarding this item: (B)(6) (IV tech) pt this IV in a pt and the needle would not disengage from the hub. 3 people (including myself) could not pull it. It felt like it was jammed on. (B)(6) it happened again - but this time it eventually came off, but it was very difficult."